Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2009; dtbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no atrial pacing, and possible atrial undersensing observed on the electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.